Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they experienced high blood glucose of 424 mg/dl at the time of the incident. The customer used a manual injection to treat. Customer also reported that the reservoir had leak. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. Troubleshooting was completed for damage. The customer reported the reservoir retainer ring was missing. The customer stated the reservoir was able to lock in place. The customer reported when they took out the reservoir it was damp inside the reservoir compartment. The customer also reported another high blood glucose event of 600 mg/dl on (B)(6) 2020. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.